Event description:
It was reported that during an anterior communicating aneurysm procedure, after placing the coils, the physician placed the microcatheter into the anterior communicating aneurysm and prepared to deploy the subject stent. The physician felt resistance while advancing the subject stent within the microcatheter. The physician replaced the stent and the microcatheter with a new device and continued the procedure without clinical consequences to the patient. Analysis of the returned device revealed that the subject sent was deployed prematurely during use inside the catheter. There were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product meets specifications upon release. Analysis of the returned subject stent revealed that the stent was deployed from the stent delivery wire, and the stent delivery wire was kinked. An additional test was performed to determine if the stent had deployed inside the returned catheter, the catheter was flushed, and a patency mandrel was attempted to be advanced through the catheter but would not advance past 10cm from the hub. The mandrel was then advanced through the catheter distally, pushing the deployed stent through the catheter hub. The reported event is covered in the device directions for use (dfu). The risk of the reported event is documented in the risk documentation, and there are current controls to mitigate the risk of the as reported event. Additional information provided confirmed that the device was prepared as per the directions for use. There was no damage noted to the packaging before opening the packaging, and the device was confirmed to be in good condition before use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis with an sl-10 microcatheter. The stent was returned deployed from the stent delivery wire. During functional device testing, the deployed stent was removed from the catheter, and the stent was found to be intact. The stent delivery wire was returned and found to be kinked, and the introducer sheath was returned and found intact. When the reported resistance was felt during the procedure, manipulating the device would likely have caused the device damage. The as-analyzed ¿stent deployed prematurely during use, and sdw (stent delivery wire) kinked/bent¿ as well as the as-reported ¿stent difficult/unable to advance or pullback through catheter¿ codes will be assigned as procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but the performance was limited due to procedural and/or anatomical factors during use.